Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, ubd: 30-may-2017, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, ubd: 13-aug-2016, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had infection/erosion around the dbs leads, requiring complete dbs system explant and loss of therapy. The issue was considered resolved at the time of the report. No further complications were reported as a result of this event.